Manufacturer narrative:
Block h3: the visions pv .014p rx catheter was returned for evaluation. The catheter was returned without the distal portion (includes distal tip, distal fillet, scanner body, and a portion of the proximal fillet). The returned proximal portion includes a portion of the proximal fillet, distal shaft, proximal shaft, luer, connector cable, and connector. Visual inspection found no unusual characteristics on the returned portion of the catheter. From the distal tip to the rx exit port measured approx. 22.4 cm. The length specification should be 23-25 cm; therefore, approx. 0.6-2.6 cm was not returned. Block h6: the probable cause of the separated distal tip is damage during use/handling. Device manipulation, impact and applied pressure associated with use and handling can further affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: information not provided. Blocks b6 & b7: information not provided. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions pv .014p rx catheter was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a peripheral procedure the tip of the visions pv .014p rx catheter came off. No additional intervention or patient injury reported. This product problem is being submitted because the visions tip separated. There is a potential for harm if the malfunction were to recur.